Manufacturer narrative:
The device has been returned. An investigation will be completed and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance has broken. Reportedly the two attachments broke off. The patient received the appliance and began use on (B)(6) 2024, and the appliance reportedly broke (B)(6) 2025. No injury was reported.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be not clean. It was observed that 2 anchors were broken off and the connectors were detached from the device. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Corrective action: no corrective action is warranted at this time. Complaint handling team will continue to track and trend for similar incidents. The manufacturer internal reference number is: (B)(4). Corrected data in fields d4, and h6.